Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had experienced deficits just prior to placing the left side lead during a stage 1 procedure for a deep brain stimulator. The right lead had already been successfully placed just prior to the left lead. The patient had been opened up to place the lead into the left globus pallidus (gpi) when the healthcare professional had noticed deficits which included a weak right arm and the patient was not coherent. Surgery was stopped and the left side was capped with a burr hole cap without placing the lead and patient was closed up. The right lead was kept in. The healthcare professional suspected an intra-operative stroke. The patient had a computerized tomography (CT) scan and the CT was negative and the patient¿s deficits were rebounding, the patient knew what city they were in, was able to identify his wife and was able to squeeze hand more. They planned on doing an MRI. Follow up information was received from the manufacturing representative two days after report and no MRI had been done. It was unknown if any further troubleshooting was done or if the cause of the event was determined. It was also unknown how the patient was doing and at this time there were no further places to attempt to place the left side lead again. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.